Event description:
Patient presented for qtscan on (B)(6) 2025 for evaluation of a palpable lump in the right breast. She reported feeling a lump for 3 weeks and the technician form completed by the scan technologist at the clinic indicated that the lump was located at the 3 o'clock position, in the areolar edge of the right breast. However, subsequent handheld ultrasound (hhus) and diagnostic mammography performed at another facility on (B)(6) 2025, focused attention at the 10 o'clock position, which the report from the outside facility indicated was the site of the palpable lump denoted by the patient. The imaging report from the outside facility described a highly suspicious mass with recommendation for an ultrasound-guided core biopsy of the mass in the right breast at 10 o'clock.

Manufacturer narrative:
The medwatch report mw5176662 alleges "false advertising" and a failure to detect an abnormality that may be malignant. Qti's labeling and related materials aligned with the qt scanner 2000 model a's 510(k) clearance (k220933). There is no evidence of a device failure or malfunction.